Event description:
It was reported that a pulse oximeter display screen showed missing segments while the device was being used on a (B)(6) dog. There was no harm to the dog reported. There is no death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).